Event description:
Customer reportedly received results of 210 mg/dl on the active system and 113 mg/dl on a professional's meter within 10 minutes. Controls were run the day before the comparisons were done and they were in range. The discrepant results were obtained at the physician's office. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.